Event description:
Patient reported the piston rod on the infusion device is making a loud noise. Patient stated the issue began about 3 months ago; cannot exactly remember the date. Patient reported the device makes a noise and the piston rod moves slower than he remembers and he does not believe it has been pushing all of the insulin out of the infusion device. Patient stated he has experienced elevated blood glucose levels for the past 3 months. Patient's normal blood glucose range is in the 100's mg/dl. Patient reported a blood glucose level of 289 mg/dl for today. Patient stated he is attributing the elevated blood glucose level to this issue. Patient reported he has been able to self-treat and has not needed any outside assistance. Product was replaced and requested return of the pump, meter, and strips for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.